Event description:
The balloon burst longitudinally at 1atm during an unspecified procedure. There was no report of an injury to the pt. Numed contacted the distributor who provided the initial report to numed but the co could not obtain any add'l info about this malfunction.